Manufacturer narrative:
Our clinical specialist contacted the biotech who filed the report. The biotech stated that the npb290 would not be returned to the MFR at this time; however, he was able to send a copy of the trend download info which is currently under review. In addition, the biotech stated that the alarms on the npb290 were functioning. The report is currently under investigation. When significant new info is obtained, a supplemental report will be filed.

Event description:
In 2007 nellcor puritan bennett rec'd a copy of a report. The first page lists another manufacturer's ventilator as suspect device. The event description states the pt was found decannulated and unresponsive and the ventilator and pulse oximeter did not alarm.